Manufacturer narrative:
(B)(4). The field entry does not represent the date of birth of the patient and should be read as ¿no information.¿

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage measurement was performed and failed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction . H10: provide narrative/data - correction . Please disregard previous statement that the a2 field should be read as no. Information. Patient age and date of birth as seen in a2 field is correct and accurate.

Event description:
Subsequent to the initial MDR, a correction is required.